Event description:
Pt admitted to ER after suffering from a transfusion reaction at a dialysis facility. The following night a nurse passing the pt's room noticed a large amount of blood in the bed and called a code. The pt could not be revived. The dialysis catheter was found to be separated at the "y" joint.

Manufacturer narrative:
Patient exsanguinated through the silcone catheter tubing which had become separated at the base of the "y" hub. An initial evaluation made from photographs provided to the manufacturer by the local FDA investigator concluded that there was an axial load failure in which the catheter was pulled to its tensile break point. In-house tensile strength testing identically duplicated the failure mode and appearance. Three months after the incident the manufacturer was allowed access to the device, which remained in police custody. Microscopic examination of the device confirmed the initial evaluation; the tubing had separated due to a sharp pull and the adhesive bond of the joint was not a factor in the breakage. This evaluation agreed with the police investigation that the event was an accidental death. Please note that this report may be based upon information not yet verified by quinton instrument company to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by quinton instrument company that one of its products has caused or contributed to a death or serious injury or that one of its products has malfunctioned.